Manufacturer narrative:
Sientra complaint #: case (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Capsular contracture, baker grade unknown, side unknown and patient claim breast implant illness, symptoms: auto immune issues, breathing issues, severe burning and pain in breast. There isn¿t an official medical diagnosis for breast implant illness.

Manufacturer narrative:
Sientra complaint (B)(4). Additional information: h6. Correction: b5. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Capsular contracture, baker grade unknown, side unknown and patient claim breast implant illness, symptoms: auto immune issues, breathing issues, severe burning and pain in breast. There isn't an official medical diagnosis for breast implant illness, left-side rupture found during surgery (date of event for rupture: 2-aug-2023).